Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 5.4 mmol/l. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised to the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.